Event description:
It was reported that the insulin pump delivered too much insulin causing hospitalization and seizures. Blood glucose value at the time of admission was 77 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).